Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing severe pain at the ipg site. The patient had tenderness to palpation over the ipg. It was also reported that the patient had muscle spasm and a possible seroma formation. It was not clear why she was dealing with muscle spasm. Computed tomography (CT) scan showed no significant or seroma formation underneath the ipg. The patient was prescribed muscle relaxers. The patient will undergo a revision procedure wherein the ipg will be relocated. No device malfunction was suspected. .